Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
The device was explanted over three and a half years later for reported normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the clinician said she was seeing pauses on the electrogram. Boston scientific technical services (ts) explained that without the programmed values of the device, we would be unable to determine if the pacing pauses were appropriate or inappropriate. Ts advised the clinician to have a sales representative (sr) come and interrogate the device. An email was sent to the local sr in an attempt to obtain additional information. No adverse patient effects were reported.